Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4, d6 & d7: not applicable for this device. Blocks h3 & h6: the verisight pro catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verisight pro catheter was used in a venous structural heart procedure. When testing the catheter in saline, an 006 error message appeared. The catheter was unplugged, and the philips epiq system was rebooted. When the system powered back on, an 005 error message appeared; therefore, other probes were attempted but could not be used. The overall case was aborted and it is unknown if the patient will be rescheduled for a later date. No patient injury reported. This product problem is being reported because the catheter could not be used, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
Block h3: the verisight pro catheter was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the catheter was connected to the pim, but failed to be recognized by the system, thus error 006 could not be replicated. However, the catheter failed the image test, displaying error 005. Block h6: based on the device evaluation, the probable cause for error 005 is due to the electrical connection. Manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device. The probable cause for error 006 could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.